Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during function endoscopic sinus surgery procedure noted that the system's #2 electrode had a red x when in electrode check. Hcp reseated the electrode and electrode check passed and noted that while in surgery, the #2 electrode would intermittently switch between a red x and green check mark. Rebooted the system and upon bootup, the system displayed a watchdog error. The error eventually cleared itself, but when proceeding back into monitoring, noted that the system did not pick up stimulation from the surgeon. Hcp unable to confirm what the micovolt readings were at this time.a nim vital was brought in to replace this system and the site proceeded with surgery without incident and extended less than one hour. There was no patient impact.